Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
It was reported that this patient received an inappropriate shock. While using a hedge trimmer. The patient was diagnosed with a right bundle branch block (rbbb) after a recent 12-lead electrocardiogram was reviewed. The morphology change is relatively recent and a smart pass event which showed similar morphology. Automatic set up was performed and secondary vector was the only option. However, upon doing minor isometrics such as reaching across to the opposite shoulder or putting weight on his left arm to get up, myopotential noise was oversensed. Additionally, the oversensing was reproduced in both x1 and x2 gain. A boston scientific technical services consultant and the clinician discussed that given the morphology changes due to rbb, the inappropriate shock and with no viable option, they may need to review x-ray and consider next steps. The caller indicated x-ray review appeared to show the electrode positioned somewhat lateral which could be causing pectoral muscle noise. The boston scientific clinical specialist reported the current plan is that the patient was going to be admitted to the hospital and will likely be receiving a transvenous device once further testing is performed. No additional adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
It was reported that this patient received an inappropriate shock. While using a hedge trimmer. The patient was diagnosed with a right bundle branch block (rbbb) after a recent 12-lead electrocardiogram was reviewed. The morphology change is relatively recent and a smart pass event which showed similar morphology. Automatic set up was performed and secondary vector was the only option. However, upon doing minor isometrics such as reaching across to the opposite shoulder or putting weight on his left arm to get up, myopotential noise was oversensed. Additionally, the oversensing was reproduced in both x1 and x2 gain. A boston scientific technical services consultant and the clinician discussed that given the morphology changes due to rbb, the inappropriate shock and with no viable option, they may need to review x-ray and consider next steps. The caller indicated x-ray review appeared to show the electrode positioned somewhat lateral which could be causing pectoral muscle noise. The boston scientific clinical specialist reported the current plan is that the patient was going to be admitted to the hospital and will likely be receiving a transvenous device once further testing is performed. No additional adverse patient effects were reported. It was reported that this patient received a transvenous device shortly after the rbbb was discovered. Upon much discussion with the treating team and hospital staff it was decided that the most likely cause of the inappropriate shock was ultimately the new rbbb, and not the electrode, as x-ray confirmed it had not moved since implant. The subcutaneous implantable cardioverter defibrillator (s-ICD) remains in service and will likely be explanted in the future. No additional adverse patient effects were reported.